Manufacturer narrative:
The returned device was thoroughly evaluated and found to be functioning as expected. Blood glucose monitoring was within specifications and the pdm successfully activated a pod and delivered both regular and extended insulin boluses. No malfunction or other product condition that could have caused or contributed to the pt's high blood glucose was detected. Qualifications for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines."

Event description:
Pt went into the hospital on the (B)(6) as a result of high ketones. He had activated the device at 9:26 pm at which time his blood glucose measured 376 mg/dl, so he administered a 5:85 unit bolus dose of insulin. At 10:05 pm it remained elevated (391 mg/dl). Some time thereafter (not specified), he was vomiting and his bg was 400, so he went to the hospital at his doctor's suggestion. Hospital staff removed the device and treated his hyperglycemia with lantis.